Event description:
A user facility clinic manager reported that the new combiset's part # 03-2522-1 with the new medline transducer protectors are causing constant issues. They are leaking and causing backups into the tube. This causes pressure alarms stopping the blood pump and in instances are causing patients to clot off. They have to be tightened so tight that they are hard to remove. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.